Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the snap base was returned. The base was patent and passed leak testing. Proteinaceous debris was observed on the exterior of the base. One of the end appears to be jagged. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the physician was implanting a device, and they had already passed the peritoneal cat heter. According to the report, the physician was getting ready to snap the snap base onto the ventricular catheter when they realized the plastic on the snap base was bent preventing it from snapping into place. Reportedly, the physician ended up cutting off the snap base, opening a new snap shunt, and cutting off the snap base and using a straight connector to connect it to the rest of the original assembly that was already implanted. It was stated there was no patient injury, and the patient was well.